Event description:
While inspecting the customer's device, a physio-control field service representative observed that the unit would not operate on ac power. There was no pt used associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and recommended repair; however, the customer had decided not to repair the device, due to the age and repair cost. The device will be retired from service. The root cause of the reported failure cannot be determined.